Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, at the time of common hole closure of delta anastomosis at the fifth firing, the doctor tried to fire but was unable to fire. The feedback screen of the handle was not confirmed. The tissue was cut off at the first firing, so the jaws bore some burden of the tissue, but whether the cause of the event was firing stopped at the resistance limit or pre-fire is unknown. At the bottom row of the cartridge, the staple slightly came out, which looked like pre-fire. The procedure was completed with another device. There was no patient injury.